Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of catheter broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the catheter was found to be broken at 35.5 cm from the distal tip. The catheter was also found to be stretched at the break point. No other defects were found. The reported defect of catheter broken was confirmed. It is most likely that the catheter broke during device removal from the scope. It is possible that a stone present in the bile duct blocked the catheter or the catheter was caught by scope elevator. The most probable root cause of operational context will be assigned to this complaint as due to some procedural/anatomical factors encountered during the procedure performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, inside the patient, the catheter snapped when the physician pulled out the balloon. It was confirmed that nothing had detached inside the patient. The procedure was completed with another extractor pro balloon. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, inside the patient, the catheter snapped when the physician pulled out the balloon. It was confirmed that nothing had detached inside the patient. The procedure was completed with another extractor pro balloon. The patient's condition at the conclusion of the procedure was reported to be stable.